Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Reportedly, customer's blood glucose (bg) elevated to 600 mg/dl due to customer not delivering correction boluses throughout the day. Bg was addressed by customer changing infusion set.